Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that she fell a week or so ago and noted she fell twice in a week actually. Patient confirmed falls were unrelated to the device/therapy. However, patient reported she was bruised right around where the device is implanted ¿between that the opposite side¿, so she was unsure if she did something to the implant or if it just not working right. She fell flat on her back last time. She was having bladder spasms again that she has not had and urinary incontinence. Patient stated she does not feel stim like she could before. She called healthcare provider (hcp)but they were out of town. She synched with patient programmer (pp) during the call and pp showed stim was on. She increased stim from 4.3 to 5v and reported stim was comfortable but ¿was on edge of being uncomfortable¿. There were no further complications that have been reported as a result of this event.